Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi then set a test bur in the handpiece and rotated it by hand for a simple movement test. Nakanishi observed that the bur did not rotate at all. Therefore, nakanishi was not able to perform a temperature measurement of the device at this point. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - the bearing retainer (ball retaining plastic part) on the cartridge side was broken. - there were broken pieces of the bearing retainer in the headcap and head. - the front bearing, head gear and upper drive gear were damaged. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the broken cartridge with a new cartridge and conducted temperature testing in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). There was no abnormal rise in temperature during the test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged cartridge had been replaced. - test point (1): 41.4 degrees c, - test point (2): 44.0 degrees c, - test point (3): 41.8 degrees c, - test point (4): 41.5 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was damage to the bearings. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the accumulation of debris in the inside parts, which causes debris ingress into the bearing during rotation, leading to the damaged bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to (B)(4) and directed (B)(4) to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Exemption number e2016004 - nakanishi inc. (Manufacturer) is submitting the report on behalf of (B)(4) (importer, registration number:(B)(4)), (B)(4). - (B)(4). Is listed here and mr. (B)(4) because mr. (B)(4) is the official correspondent of both nakanishi inc. And (B)(4). (B)(4) took the following actions for more information about the event and patient, however, the detailed information was not provided. On (B)(6) 2017, immediately after becoming aware of the event, (B)(4) made a phone call to the dental office, but the office was closed. (B)(4) left a voice mail message with a request for a return call. No response was received from the dental office. On (B)(6) 2017, (B)(4) contacted the dental office by phone and email to request that the dentist complete and return the nsk information form qa-011, but received no response. On (B)(6) 2017, (B)(4) made another call to the dentist and spoke with the dental assistant. The assistant confirmed receipt of the qa-011 and promised to forward the form to the appropriate person to provide (B)(4) with further information regarding the event and patient. There was no response from the dental office. On (B)(6) 2017, (B)(4) called the dental office again and left a voice mail message. An email was also sent to inquire whether or not if any event/patient information was available. No response was provided. On (B)(6) 2017, (B)(4) attempted to contact to the dental office by phone and left a voice mail message. A us postal service certified letter containing the request form was sent to the dentist. No response was returned.

Event description:
On august 1, 2017, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. On july 21, 2017, (B)(4) was made aware of the event by incoming service repair paperwork. The event occurred on (B)(6) 2017. A dentist was performing a dental procedure using an nsk handpiece, z95l (serial no.: (B)(4)). During the procedure, the handpiece overheated and burned the patient's lip.